Event description:
Due to the remote alarm failed during testing. No patient involvement reported.

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: broken solder connections at cn2 pin 1, 2 & 3 caused the remote alarm port not functioning. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
.